Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose level was 50 mg/dl. The customer reported that they treated low blood glucose level with food. The customer also reported that the sensor cannula was bent. The customer declined troubleshooting for low blood glucose level. The sensor will be returned for analysis.